Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons falling apart, unraveling [device breakage]. Haven't had any symptoms [no adverse event]. Case narrative: consumer reported via phone that tampons are falling apart and unraveling during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons falling apart, unraveling [device breakage]. Haven't had any symptoms [no adverse event]. Case narrative: consumer reported via phone that tampons are falling apart and unraveling during removal. No injury reported.